Event description:
The customer reported that 10-days post op, a stomach perforation in the area between the short gastric and spleen was discovered. The pt was taken back to surgery to repair the perforation. The pt is said to be doing fine.

Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If additional info pertinent to the incident is obtained, a f/u report will be submitted.